Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified an extended opening was found with the following conditions a smooth crease edge on the posterior assessed as a fold flaw opening, a sharp crease edge on the posterior assessed as a fold flaw opening, one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is an opening extended is found with the following conditions: crease smooth edge on posterior assessed as fold flaw opening, crease sharp edge on posterior assessed as fold flaw opening, and one opening crease sharp in the side anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patients concerns with the product. Additionally, healthcare provider reported rupture. Device was explanted and replaced.